Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient with one syringe of juvéderm vollure¿ xc in the nasolabial folds and "a bit around the lip" and one syringe of juvéderm voluma® xc in the cheeks. Over 4 months later, the patient started experiencing "delayed nodules" and firmness at the injected areas. The patient was bit by a spider "a couple days prior" to the events first occurring. The patient was seen by the injector 4 days later and clindamycin was prescribed. The treatment was provided to prevent the symptoms from getting worse, but they are concerned because the symptoms are getting worse. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00609 (allergan complaint # :(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm vollure¿ xc.